Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor triggered threshold suspend. Customer's blood glucose was 160 mg/dl and sensor glucose was 40 mg/dl. After troubleshooting, customer agree to return the sensor for analysis.